Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with crosstalk on the implantable cardioverter defibrillator. It was also noted that the patient had noise, and the device lost radio frequency telemetry during the session. Programming changes were made, and the patient was stable.